Event description:
It was reported that during the preparation of a coil for a pelvic venous embolization on the back table, there was no coil in the housing; the coil was missing and unable to be located. The other two coils in the box were used and deployed as expected. The patient was reported as being in stable condition, and there was no impact to the patient reported. The procedure outcome was successful.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed.